Event description:
Caller reported cgm error 42 related to the sensor, indicating a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and assisted the caller through the reset process, which resolved the issue with the cgm error code not reappearing. Caller successfully started their sensor session afterwards.